Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the prime test due to faulty force sensor resistor. The excessive no delivery alarm could not be confirmed due to the compromised force sensor system alarms. The device also had a cracked reservoir tube lip, cracked battery tube threads and cracked case near display window corners. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's spouse reported via phone call that while trying to change the set, the insulin pump stopped and a number appeared on screen. The alarm history could not be checked because the device was in the rewind mode. It was stated that the customer was unable to troubleshoot at the time since he had just had back surgery and was medicated. They called later and reported that the insulin pump alarmed compromised force sensor system and insulin squirted out of the tubing during prime. Blood glucose value was 299 mg/dl. The drive support cap appeared normal. The device was returned for analysis.